Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Information received from kennedy's. Possible revision of pinnacle/srom mom implants. Reason not provided, revision date not confirmed. Right side

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. One other report was found in a search of the complaints databases against the 1842457 lot code for infection. The reports are not similar as there is no reference to metal on metal issues. Because no reason for revision has been reported, any correlation cannot be determined. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Information received from (B)(6). Possible revision of pinnacle/srom mom implants. Reason not provided, revision date not confirmed. Right side update nov 30, 2017: additional information received. There is no new information added. This complaint was updated on: dec 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.